Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue upon initially testing unit. The fse successfully completed a simulated treatment on unit upon initially testing unit with testing catheter and trainer. The fse then identified codes 111, 112, and 118 video wdt, the latter being the original code, thus pointing to the video generator board. So the fse replaced the video generator board (0670-00-1182). The fse then successfully completed a full functional check post board replacement without issue. The unit was then calibrated and passed all functional and safety tests per factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen went black . Users swapped out console to continue treatment without issue. There was no patient harm reported .